Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900 mg/dl and diabetic ketoacidosis. Reportedly, the contact suspected customer was eating snacks without delivering a bolus, however, healthcare provider suspected a non-tandem infusion set site issue, ultimately, the cause was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.